Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the distal clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noted that the tenaculum forceps instrument had broken wires. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.